Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to suspected urethral atrophy at the site of the cuff. A surgical procedure was performed during which the cuff was removed and replaced. No further patient complications were reported.